Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 130 units of insulin during the load sequence. The customer reverted to an alternate method of insulin therapy.